Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by MFR.: synergy ous mr 3.50 x 24mm distal portion of the stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a fracture to the hypotube laser cut region of the shaft, 35.2cm proximal to the distal tip of the device. The mid-shaft section was detached and not returned. A visual and tactile examination of the mid-shaft, outer and inner lumen of the shaft polymer extrusion found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that advancing difficulties were encountered. The target lesion was located in the right coronary artery. After engaging the lesion with a 6f guide catheter, dilatation was performed using a 2.5mm compliant balloon. A 3.50x24mm synergy drug-eluting stent was advanced for treatment. However, while navigating the device, an unusual difficulty was encountered. After multiple attempts, the device was still unable to reach the lesion. The device was removed and the procedure was ended. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a fracture to the hypotube laser cut region of the shaft.